Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of pressure regulation high. The customer reported there was no patient involvement.

Manufacturer narrative:
Customer found unit's preventative maintenance testing results did not match the same performance with other units. Technical support (ts) advised customer that any unapproved testing results did not constitute a machine failure. Customer was able to perform a full performance verification test (pvt) with no anomalies. The customer replaced the gas delivery system (gds) assembly to resolve the reported issue. Unit passed testing and was returned to service.